Event description:
Philips received a report where a customer reported a burning smell from the uninterrupted power supply (ups) of the CT system. At the time of the event, the system was not in clinical use. There was no pt involvement and no report of injury. The field service engineer determined there was no report or indication of smoke or fire, but determined a ups battery failed and had leaked acid in the battery cabinet within the ups.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).